Event description:
It was reported during set up of an unknown procedure, the flex deflectable videoscope exhibited red lines that had occurred in the image. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Peeling of the image was observed. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.